Manufacturer narrative:
Additional information received: broken part remained in root canal and treatment completed. No further treatment. Investigation results: summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1881229). Unused reciproc blue files r25 8/100 25mm 025 received were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1881229 is conforming (representative sampling). No fault was found, production meets specifications. This is to correct and remove the codes that were initially reported removing codes for: health effect - impact code - 4648. The correct codes for this complaint are: health effect - impact code - 2199 this is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile file broke during use. The broken part remains in the root canal. The outcome of this event is unknown as of this MDR. Further information requested.